Event description:
The customer reported the subject device had an image defect. The device was sent to an olympus service center for evaluation. Upon inspection and testing of the customer returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off). There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Upon inspection and testing of the device, the coating of the insertion section was found to be peeling off due to deterioration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the peeling of the insertion section coating was likely due to stress or external factors, such as handling. A definitive root cause could not be identified. In addition, the reported image issue was confirmed, as service found no image was produced due to failure of the imaging unit, which was caused by external factors. Bending angulation was insufficient due to a stretched angle wire. The insertion tube was dented due to external factors. Due to buckling and deformation of the instrument channel, the forceps would get caught when inserted. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 20-feb-2022.